Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported concern with meter. Preliminary evaluation of the meter on (B)(6) 2014 found a vertical line running through the middle of the meter display; no evidence of physical damage. No adverse event reported. Product was replaced and requested return of the alleged meter for evaluation.